Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized from (B)(6) 2017 due to diabetic ketoacidosis. Blood glucose at the time of the admission is unknown. Last blood glucose recorded in the insulin pump on (B)(6) 2017 265 mg/dl at 2:15pm and the pump was suspended at 7:27pm and did not show it being taken out of suspend that day. The customer indicated that he was not wearing the insulin pump at the time of hospitalization; he had disconnected a couple of hours prior. The customer stated that the battery was removed from the insulin pump and now the meter was not communicating with the insulin pump. Troubleshooting was declined. The customer was assisted with setting the meter. Blood glucose at the time of the call was 141 mg/dl. Troubleshooting was declined. The insulin pump will not be returned for analysis.